Manufacturer narrative:
The product was returned for analysis, and damage was observed to the intraocular lens (iol). The device was received loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. The plunger tip is damaged; this most likely occurred due to the device being returned loose in the bag. The majority of the lens was returned outside of the device, one haptic is broken torn and is still in the nozzle tip. Solution is dried on the iol. One quarter of the optic is broken torn and not returned. Unable to perform fold test due to the condition of the returned iol. The product investigation could not identify the root cause for the reported complaint "it failed to unfold correctly". Sample evaluation shows that the complaint could potentially be related to lens folding issue in the delivery system as the lens is returned partially advanced outside the nozzle tip. We were unable to perform fold test due to the condition of the returned iol. Lens folding may be negatively affected if: ¿ due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding, delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement and cause delivery issues and / or product damage. In addition to this, the complainant has indicated the use of non-qualified ophthalmic viscosurgical devices (ovd). The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens failed to unfiold correctly. Additional information received stating that surgery was completed with company same lens model and diopter. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).